Event description:
(B)(4). I had to have a major surgery on (B)(6) 2015 to remove essure in order to save my life. Essure was implanted on (B)(6) 2013 as I noticed an immediate reaction. (I had a known nickel allergy before implantation. My doctor was reassured by bayer's medical reps that essure was 100% titanium (which they are 50% titanium and 50% nickel). My symptoms for removal included: cramping, chronic sharp/stabbing pelvic pain, abnormal menses, bacterial vaginosis, constant spotting, discharge (odor/no odor), hot flashes, pid (pelvic inflammatory disease), cysts at the vaginal opening (bartholin's cyst), uterine inflammation, uterine infection, excessive bleeding during period (menorrhagia), night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), bleeding between periods (metrorrhagia), long menstrual cycles (polymenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), bacterial vaginosis, urgent/frequent urination, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina), itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), breast pain/tenderness, abdominal spasms/ twitching/ fluttering. Pain: back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain. Gastrointestinal: nausea, gas, constipation, diarrhea, severe bloating, metallic taste in mouth heartburn, bowel issues. Neurological, mental health: headaches, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, stroke symptoms, depression (sadness/suicidal thoughts), ringing in ears (pulsatile tinnitus), black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, tremors/shakiness, dizziness. Blood issues: anemia/ iron deficiency/low ferritin, blood clots, high blood pressure, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency. Autoimmune disorders: chronic fatigue syndrome. Allergies/sensitivities: chemical and food sensitivities, metal allergies (nickel), heightened allergies/ allergic reactions, food allergies, gluten sensitivity, allergic reactions, hives, rashes, cysts, boils, acne, skin irritation/itching. Heart issues: heart palpitations. Coils/device issues: perforation of the tubes by the coils. Others: swelling of legs or feet, hair loss or changes, hair growth in new places, dental issues, insomnia, liver problems, weight issues (gain), adrenal problems, sleep apnea, adhesions (scar tissue in abdomen), swollen glands, unexplained fevers, swelling of legs/feet, muscle spasms and muscle weakness, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating, blood in urine.